Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose value was 550 mg/dl at the time of the incident and was treated with syringe. The customer was getting high blood sugar and it was not going down. The customer reported having the problem for almost 2 days already. The customer mentioned that air bubbles of approximate size of 1 inch were present in the reservoir. The customer noticed the air bubbles during therapy. The customer did not allow insulin to warm to room temperature prior to filling reservoir. The customer informed that the air was coming from the o-rings. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The device will not be returned for analysis.